Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and both backlight inverter pcbs. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during service repair an 840 ventilator graphic user interface (gui)went inoperative. There was no patient involvement at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.